Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and failure to capture on the left ventricular (lv) lead. It was noted the patient recently had a ventricular tachycardia (vt) ablation and the doctor determined there was lv latency with capture. The lead remains in use. No patient complications have been reported as a result of this event.